Event description:
Dexcom g7 sensor stopped working after 3 days and simply showed start new sensor on dexcom and tandem insulin pump apps. This also happened 2 months ago with another g7 sensor. Reference report: mw5161686.